Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with "no display" was confirmed. After further evaluation the quality engineers determined that the as determined problem was a battery. The root cause of this condition was assigned depleted main batteries. The main batteries and battery harness were replaced to fix the reported problem. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with "no display". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.